Event description:
The initial report alleges that the end-use was indoors when the profile buttons began scrolling on the joystick. The dealer first reported that the wheelchair then suddenly went forward causing the end-user to hit a wall. As a result the end-user sustained a minor injury to his foot (unk which foot).

Manufacturer narrative:
On (B)(6) 2014, the dealer confirmed that the end-user didn't sustain a serious injury. The dealer stated that the end-user commented that after he hit the wall he let go og the joystick and that is when the profile buttons began scrolling on the joystick display. This leads us to believe that the end-user was operating the wheelchair at the time of the movement. Both the joystick and the controller are being returned to sunrise medical for evaluation. An internal investigation will evaluate the parts and a follow-up MDR to the FDA will be filed. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.